Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrence repair." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch, reference number 0010303, lot number huxb0978 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch, reference number 0010303, lot number huxb0978 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿previously placed synthetic mesh was encountered and underside to it, there were some adhesions which were taken down. The defect was identified lateral to the previous synthetic mesh. A ventralex mesh was inserted into the abdomen, affixed to the underside of the abdominal wall and secured with sorbafix fixation as well as the pro-tack fixation.¿ (B)(6) 2013 - patient complains of abdominal pain. (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent complex open repair with removal of ventralex mesh. Per operative notes, ¿dissected all the adhesions of the visceral aspect of both the synthetic mesh as well as bard ventralex mesh. Ventralex mesh appears to be loose, allowing the colon to slip in between the two meshes and the colon was adherent to the polypropylene aspect of the bard ventralex mesh and then both the meshes were completely removed along with every visible tacker. A rectus myofascial release was performed both in left and right side, then a piece of synthetic mesh was sutured to the pubic bone and cooper¿s ligaments.¿ attorney alleges that the patient had adhesions, bowel perforation, bowel obstruction, infection, nerve damage, pain, other organ perforation, hernia recurrence, ring break, removal of mesh and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrence repair." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, mesh migration and abdominal pain thereby underwent removal of mesh. Per op notes, "ventralex mesh appears to be loose ". The instructions-for-use supplied with the device lists adhesions, pain and migration as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.